Event description:
While using a byte night aligners, patient reported that were evaluated and it was found that #11 has root resorption that has occurred. It was recommended that the tooth be extracted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.